Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump passed rewind, basic occlusion and displacement test. No motor error alarm noted. The motor passed motor test. The insulin pump was unable to confirm excessive no delivery alarms due to prime anomaly. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and missing end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer also states receiving no delivery alarms. The customer stated waking up with high blood glucose levels. The customer's blood glucose level at the time of incident was 331 mg/dl. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being returned for analysis and replaced. The customer later called back and stated the device was functioning again. The customer decided to continue to use the device until the new pump arrived. The customer was advised to keep a close eye on the insulin pump she has.